Event description:
A cms developer found, during random testing, that developer was able to defeat the "patient file locking" protection in the co's focus radiation treatment planning system. This required a particular keystroke sequence. This has not been reported by any users. No patients have been treated incorrectly.